Manufacturer narrative:
Device received with intermittent act button response due to corroded keypad traces. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had battery out limit they were not able to pass fill cannula step as act buttons were not responding. It was also reported that the time on insulin pump was advances. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.